Event description:
It was reported that prior to using the bd luer-lok¿ syringe sterile, single use, 50 ml, foreign matter was observed. The following information was provided by the initial reporter: "there was a chunk of plastic floating around in the fluid along with other particles."

Manufacturer narrative:
It was reported there was a chunk of plastic floating around in fluid along with other particles. To aid in the investigation, one sample in an opened packaging blister was received for evaluation by our quality team. A visual inspection was performed and there are plastic particles at the bottom of a syringe barrel. The syringe barrel inner wall has scratches and the retaining ring is damaged. No other defects or imperfections were observed. This defect could occur during the molding process when the molding part is not ejected during the first attempt. A device history record review was completed for provided material number 309653, lot number 2153743. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the molding process was performed. The settings were correct and the ejections of molded parts was acceptable. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.